Manufacturer narrative:
Additional information: device lot number and manufacture date provided.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the passive planar probe was deformed. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.